Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported that there was blood in/on the helix.

Event description:
It was reported that during the implant attempt, the helix would not extend/retract completely. It took 25 turns to extend the helix and it was never fully extended while placed in the heart. The lead was not implanted. No patient complications have been reported as a result of this event.